Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the display light was dimmer, they had to place the insulin pump in light to read the device, had scratches on the screen which made it hard to read, it was slower and louder to rewind, buttons were less responsive, harder to press and sometimes had to be pressed twice, had unexplained no delivery alarms several over the last few months and motor errors when he got to 50 units or less. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.